Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that before intra-aortic balloon (iab) insertion, the customer was prepping the lumen and noticed the a-line was not flushing very well, only dripping fluid. The customer did not use this iab, but used a new iab successfully. There was no reported injury to the patient.

Event description:
It was reported that before intra-aortic balloon (iab) insertion, the customer was prepping the lumen and noticed the a-line was not flushing very well, only dripping fluid. The customer did not use this iab, but used a new iab successfully. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded partially inside the t-handle with the one-way valve attached. No blood was visible on the catheter. The outer catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).